Event description:
My hearing capability had been impaired for several years before this year. The audiologist suggested that I should have a hearing aid in 2016. But I was reluctant to have one. This year my audiologist suggested again. So I decided to have one to see if the hearing aid really could help me. I bought for my both ears, one pair of hearing aids with the brand name (B)(6), which cost me more than (B)(6). I used it for about one month and found the device amplified both noise and human conversation. It does not help me. Totally unexpected to me, after I removed the hearing aids I found my hearing ability had been seriously deteriorated. Before I bought the hearing aids, I could make conversation with my wife if she spoke a little louder and I also could hear what I played on my piano as a piece of music. Now I could not talk to my wife as before; she must speak very loudly. Also I could no longer hear the music when I play my piano. I could no longer hear music but some separate sounds with different pitches. I am reporting what I experienced is intended only to warn hearing impaired persons that hearing aids might not be a good solution and it might cause one's hearing capability deteriorated even with a most expensive hearing aid.